Event description:
It was reported that (1) device was used during a coronary artery bypass graft. It was reported by the affiliate that the tcl20 instrument clip would feed into the jaw properly. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.